Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The image acquisition system (ias) would not complete boot up. Replaced the power conversion and charger enclosures. Tested system, ready for use. The power conversion and power conversion enclosures have been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system motion controls do not initialize completely. There was reportedly a green check (ready) for the generator and the mobile view station (mvs), but the status of the motion system displayed a green scroll bar, and no check. The user had cleared e-stop and rebooted multiple times without resolution. There was no patient present when this issue was identified.

Manufacturer narrative:
The power enclosure charger was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Analysis on the suspect power enclosure was completed. Testing found that two diodes within the enclosure were open, leading to the reported issue of no voltage being supplied. This confirmed an electrical failure due to the open diodes.